Event description:
It was reported that the screen of the ventilator went blank during use. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
Review of the provided log confirmed that the device performed a restart of the ventilator and display during the reported time period due to an access problem in the software task processing. The restart was alerted by the device as indicated and ventilation continued with the last settings after the restart. The root cause was an access problem in the software task processing. The safety concept of the device stipulates that the software monitors the function of the device with regard to correct operation. If a deviation is detected during ventilator operation, the safety software triggers a restart of the ventilator and display unit to bring the system to a specific state. During the restart sequence, ventilation is temporarily interrupted, and the safety valve is opened to the environment to allow the patient to breathe spontaneously. The restart is indicated by an activated auxiliary acoustic alarm. A single ventilator restart sequence lasts up to 8 seconds until ventilation automatically resumes with the last settings. The display restart sequence can take up to a maximum of 1 minute. In the meantime, the user can observe the ventilation already resumed and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure on the oled display of the ventilator. Finally, the alarm message "ventilation unit restarted" with accompanying acoustic alarm is displayed on the screen. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the ventilator went blank during use. No patient injury was reported.